Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had evidence of oversensing on both the right atrial (ra) and right ventricular (rv) channels. A copy of the device¿s memory was submitted to boston scientific technical services (ts) for review. Ts confirmed that the impedance and threshold measurements over the past year are stable and within range. There was evidence of oversensed noise consistent with the minute ventilation sensor. There were no reports of asystole greater than two consecutive seconds. No adverse patient effects were reported. The device will be reprogrammed and the patient will be monitored.